Event description:
Patient had underwent previous surgery at the groin. Moderate scarring at the groin was observed. A diagnosic study was done, then the contralateral iliac artery was cannulated. Over a wire, the arteriotomy was dilated with a 7fr dilator, then a 6 fr introducer sheath was advanced over the wire and into the left iliac artery. Stent was placed, but when pulling the sheath back into the common iliac artery to finish the diagnostic study of the proximal vessel, the hub seperation from the introducer material. When the hub separated the sheath was buried, and the end of the catheter was subcutaneous. A small cutdown was performed, the sheath was grabbed with a hemostat and pulled out through the skin incision to allow control. Physician attempted to complete diagnostic study; 4 fr catheter was placed over the wire through the sheath and an attempt to advance a 4fr catheter into the iliac artery was made. Sheath was pulled back a couple of times when the sheath began to unravel. Sheath was held at the entry site and withdrawn smoothly from the patient.